Event description:
Info received indicates the account is having issues with the mattress toppers getting fluid through the toppers and into the mattress stitching. The stitching is also coming apart.